Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs), alleging that the onetouch verioiq meter is giving inaccurate high reading of ¿140 mg/dl¿ compared to another meter reading of ¿105 mg/dl.¿ this complaint is classified according to the documentation of the customer care advocate. On (B)(6) 2014, the patient reportedly had symptoms of ¿hunger and jittery¿ prior to the onset of the reported issue. On the day of concern, the patient received the alleged readings and managed his diabetes with more food/drink. The patient consulted with his doctor the day after. His doctor advised him to get a new meter. During troubleshooting, the patient confirmed the meter to other meter comparison was taken within minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceed the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported due to the alleged inaccurate high issue. There is no evidence of a serious injury. The patient¿s symptoms preceded the onset of the alleged issue. There was no report of any required hcp medical intervention for acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.